Event description:
It was reported that the patient presented to the hospital with breathing difficulties. A pericardial effusion was discovered. Pericardiocentesis was performed, draining 1000 cc of fluid. A CT scan showed no perforation. It was unclear why the pericardial effusion occurred, however microperforation was suspected.

Manufacturer narrative:
Na